Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during preparation for use and/or during use resulted in the noted crack on the backside of the syringe housing; thus compromising the indeflator such that during use resulted in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ppak 20/30 w/copilot device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 80% stenosis, mild calcification and mild tortuosity. The indeflator was attempted to reach a pressure of 25 atmospheres (atm) but only went up to 20 atm. Many attempts were made; however the indeflator only went up to 20 atm. Another indeflator was attempted to be used but with the same issue and pressure did not go higher as expected. Another non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.